Manufacturer narrative:
Continuation of d10: 5076-45 lead implant date: (B)(6) 2007. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device was alerting, and emergency medical services (ems) was called. Ems reported heart rates in the 30s beats per minute (bpm) and started externally pacing. The patient was taken to the emergency room (ER) and was asymptomatic. Heart rates below 60 bpm were not seen in the ER. The patient was admitted and was hooked up to an external defibrillator. Tachyarrhythmia detection/therapies were turned off. Review of the remote monitoring transmission showed high short v-v intervals, and out of range (oor) alerts for undefined high right ventricular (rv) pacing, superior vena cava (svc), and rv coil impedances on the rv lead. The lead had a confirmed rv coil fracture and was capped and replaced. No further patient complications have been reported as a result of this event.